Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. During the photograph inspection a hole in the tubing was noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was determined to be manufacturing related. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hole in the line of the cassette. This was discovered before use. There was no patient involvement. No additional information is available.